Manufacturer narrative:
The event described occurred on an ce-ivd instrument, but it is considered to be substantially similar to the legally u.s. Marketed ivd version of the instrument. The ivd instrument¿s 510k has been reported. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd facslyric¿ they had carry-over of cells from tube into the next tube. The following information was provided by the initial reporter: customer says that the sit drips during sit flush and that recently they have started to notice carryover from one tube to another. 1. Was the leak fluid or air? (If fluid, go to question #2. If air, no further questions required.) Liquid. 2. Was the leak contained within the instrument? ( if not contained, go to question #3. If contained, no further questions required.) Not contained. 3. Was there spray of fluid under pressure? (If yes describe the fluid that sprayed then go to question #7, if no, go to question #4) no. 4. What was the fluid that leaked? (If non biohazard, no further questions required. If biohazard, go to question #5) biohazard. 5. Did biohazard leak before or after waste line? (If before waste line, go to question #7. If after waste line, go to question #6) after waste line. 6. Was the waste mixed with decontamination or bleach? (If no, go to question #7. If mixed with decontamination, no further questions required.) No. "7. Was the customer/bd personnel physically in contact with the fluid? (If yes, go to question #8. If no contact, no further questions required.) No.

Manufacturer narrative:
H.6 investigation summary scope of issue: the scope of issue is only limited to facslyric 3l10c instrument, part # 659180, serial # (B)(6). Problem statement: customer reported a complaint regarding carryover. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue for part # 659180. Date range from 15jul2021 to 15jul2022. Complaint trend: there are 5 complaints related to the issue of carryover due to worn tubing for part # 659180; date range from 15jul2021 to 15jul2022. Manufacturing device history record (DHR) review: DHR part # 659180 serial # (B)(6), file # 659180-659180-r659180000640-107422518-21 was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed, and based on the review of the complaint trend, defect trend, DHR, risk analysis, and servicemax, the root cause of the carryover was determined to be worn pinch valve tubing. The pinch valve and its tubing connect the sit (sample injection tube) to the aspirator pump, which aspirates waste from the sample line. Therefore, worn or blocked pinch valve tubing can contribute to flow rate and backflow issues. In response to the customer¿s report of a dripping sit during the sit flush, the tsr (technical service representative) confirmed the issue and suggested fse intervention to check the pinch valve v8 tubing. During the onsite visit, the fse (field service engineer) replaced the pinch valve tubing and performed the loader calibration. After performing this repair, the instrument was rebooted and tested, and found to be functioning as expected with no further carryover. Since the instrument was in the start phase of its deployment, no patient samples were used. The carryover was noticed using control samples, and so, no erroneous results were produced due to this issue. Proper daily and monthly cleaning procedures can be found under ¿maintenance¿ in the user guide; bd facslyric¿ clinical system instructions for use, #23-19938-02 rev. 01/vers. A, page 165. The safety risk of this hazard has been identified to be within the acceptable level. Service max review: review of related work order #: (B)(4); case # (B)(4). Install date: 17aug2021 (B)(4) notes: subject / reported: 659180 - facslyric 3l10c instrument - carry-over of cells from tube into the next tube problem description: 659180 - facslyric 3l10c instrument - carry-over of cells from tube into the next tube work performed: checked tubing pinch valve: ok, checked manual cleaning flowcel: ok. Checked cleaning flowcel in loader carrier: ok. Checked sample line adjustment: ok. Loader calibration performed. Check sit flushes. Ckeck sample flowrate low/med/high: 11,9/61,0/123,8 ul/min: ok. Abort count check: passed, cst performance check : passed. Instrument ready for use. Cause: carryover samples solution: tubing pinch valve replaced, calibration loader performed. Returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. Risk analysis: risk management file part # 10000063058ra, rev. 07/vers. Aa, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes/no azure ID: 89209 ID: libivd-ra-100 3.1.7 reg status: ivd; ruo hazard: incorrect output for samples up to 1.5ml or less. Cause: sample carryover error - fluidic. Harmful effects: events appear in wrong tube (false positive result). Risk control: proper sit flushing between samples. Droplet containment to manage back dripping into samples. Req link (azure ID): 89923 libivd-fld292 sample pause/resume 93170 libivd-did-342 standard carryover implementation verification: libivd-15-09p lsvn-1008-dp sit backflow control effectiveness verification: libivd-15-09f lsvn-1008-dr probability: 1 severity: 3 risk index: 3 residual risk evaluation: a new hazards: none mitigation(s) sufficient yes/no root cause: based on the investigation results, the root cause of the carryover was worn pinch valve tubing. Conclusion: based on the investigation results, the root cause of the customer experiencing carryover issues on the facslyric was worn pinch valve tubing. The fse confirmed the issue, replaced the tubing for the pinch valve, and performed loader calibration. After the repair, the instrument was rebooted, tested, and found to be functioning as expected. No patient samples were run on the instrument, so no erroneous results were produced and no one was harmed or injured due to the carryover. The safety risk of this hazard has been identified to be within the acceptable level.

Event description:
It was reported that while using bd facslyric¿ they had carry-over of cells from tube into the next tube. The following information was provided by the initial reporter: customer says that the sit drips during sit flush and that recently they have started to notice carryover from one tube to another. 1. Was the leak fluid or air? (If fluid, go to question #2. If air, no further questions required.)--liquid 2. Was the leak contained within the instrument? ( if not contained, go to question #3. If contained, no further questions required.)--not contained 3. Was there spray of fluid under pressure? (If yes describe the fluid that sprayed then go to question #7, if no, go to question #4)--no 4. What was the fluid that leaked? (If non biohazard, no further questions required. If biohazard, go to question #5)--biohazard 5. Did biohazard leak before or after waste line? (If before waste line, go to question #7. If after waste line, go to question #6)--after waste line 6. Was the waste mixed with decontamination or bleach? (If no, go to question #7. If mixed with decontamination, no further questions required.)--no "7. Was the customer/bd personnel physically in contact with the fluid? (If yes, go to question #8. If no contact, no further questions required.)--no